Event description:
It was reported that the pump displayed error code 46011. There was unknown patient involvement.

Manufacturer narrative:
Received one device, visual and functional test performed, customer concern duplicated. Replaced the main board. Device passed all test. Service history of this device shows that this device has not been in for service.